Manufacturer narrative:
This event occurred in (B)(6). The sample probe had not been replaced for 1.5 years. The sample probe was replaced, which appeared to solve the issue.

Event description:
The initial reporter received questionable ethanol gen.2 results on a cobas integra 400 plus module. The module's serial number was requested but not provided. The initial result was 0.8 g/l. The result was repeated twice and both of the repeated results were 0.3 g/l. The repeated result was reported outside of the laboratory. The ethanol reagent lot and expiration date were requested but not provided.